Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported he woke up to his insulin pump alarming. The device stopped working but continued to vibrate and alarm. Customer removed the battery and put it back in, but the device alarmed again. Customer's blood glucose was 420 mg/dl. He treated with an insulin pen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.